Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Event description:
Allegedly the patient was revised due to mom complications (right).

Manufacturer narrative:
Investigation is not complete. (B)(6). Trends will be evaluated. This is the same event as 1043534-2014-00123, -00124, -00126. This report will be updated when investigation is completed.